Manufacturer narrative:
Date of birth: (B)(6). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found the distal struts lifted and bunched in a proximal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and slight proximal balloon bunching was noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jul2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.5mmx32mm, concentric, de novo target lesion was located in the left anterior descending artery. After a non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 1.5mmx15mm emerge balloon catheter resulting to 85% residual stenosis. A 2.50 x 38 synergy ii drug-eluting stent was used for treatment but could not pass through the lesion. The device was completely removed without any issue noted and the procedure was completed with a different device. No patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.